Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was >8 and 4.1 inr. The corresponding lab result reported was 6.0 and 3.1 inr. The comparisons are from two male pt's.